Manufacturer narrative:
The device history record for meso biomatrix lot # c5183 was reviewed and no discrepancies were noted. Device not returned.

Event description:
It was reported that a female patient who was (B)(6), who weighed (B)(6) underwent immediate bilateral breast reconstruction after bilateral mastectomies. This included a sentinel lymph node dissection on the left side. On the left side, a jackson pratt drain was placed epipectorally for 5 days and another one was placed subpectorally for 8 days. On the right side, a jackson pratt drain was placed epipectorally for 4 days and another one was placed subpectorally for 6 days. The patient received intravenous antibiotics intraoperatively and continued receiving antibiotics for a total of 10 days post-operatively. At 11 weeks post-operative, patient presented with redness submammary with an abscess on one breast, which was initially treated with an incision and drainage, and antibiotics. There were no positive cultures. Six days later, patient underwent revision surgery on both breasts. It was reported that the meso biomatrix appeared to be disintegrating. The complication has been resolved.